Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-02333, related manufacturer reference number: 2017865-2021-02335. It was reported that the patient presented for a lead revision due to right ventricular and right atrial lead dislodgement and loss of capture. During the procedure, the physician had difficulty removing the right ventricular lead from the pacemaker. The system was explanted and replaced. The patient was discharged.